Manufacturer narrative:
On 2/26/2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/17/2019. The devices were explanted and are being retained by pathology. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor gel implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with unknown mentor gel implants roughly thirty years ago. In (B)(6) 2018 bilateral rupture was observed. The patient was seen in the emergency room and bilateral rupture was suspected after a scan. Computed topography confirmed intracapsular and extracapsular rupture of the left implant, and the implant did not feel right after a mammogram was performed. Right sided rupture was suspected by a physician after further examination. Open capsulectomy and possible placement of new implants has been discussed; however, at the time of this report, mentor has received no information regarding an expected explantation date. See 1645337-2018-07324 for contralateral prosthesis report.

Manufacturer narrative:
On 1/14/2019 mentor became aware that the report initially submitted on 12/11/2018 had erroneously omitted product information. The initial report states that the device was an unknown mentor gel implant, however, the impacted product was updated to a 250cc mentor memorygel breast implant and section d has been updated with all available information. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 250cc mentor memorygel breast implant, catalog #3507250bc, lot #25690. Manufacturer¿s reference number: (B)(4).